Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the plunger on the seed cartridge did not descend at all. Per additional information from the ibc via email 04feb2020, the procedure took longer than usual. The seeds were taken from the cartridge and manually loaded one at the time into the loader assembly base. Per additional information from the ibc via email 06feb2020, there was no additional medication of any kind required to finish the procedure.

Event description:
It was reported that the plunger on the seed cartridge did not descend at all. Per additional information from the ibc via email 04feb2020, the procedure took longer than usual. The seeds were taken from the cartridge and manually loaded one at the time into the loader assembly base. Per additional information from the ibc via email 06feb2020, there was no additional medication of any kind required to finish the procedure.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿in the event the quicklink¿ loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.